Manufacturer narrative:
Evaluation results: (B)(4), lot 51898458 was correctly mounted on the insert instrument. The implant has broken in the horizontal plane through the screw thread connecting it to the instrument. The remaining part of the cage exhibits cracking, which suggests that the implant was levered upon in the cranial-caudal direction. (B)(4), lot 51908434 was not correctly mounted on the insert instrument. It can be seen by the deformation in the region where the instrument connects to the implant that the instrument was connected with the tabs on the incorrect side of the implant. This has led to an incorrect load transfer to the implant and hence fracture. Both cages have broken due to user related handling errors. The manufacturing documentation has been checked and found to be according to the specification valid at the time of production. There are no indications for a material or manufacturing defect. No death or serious deterioration in state of health occurred. The event is based on an act / omission of act, that has a different result to that intended. Aesculap ag determined that a field safety notification would be released and that additional handling and loading cautionary statements would be added to the european instructions for use (IFU). This action / decision was reviewed in the u.s. Said review determined remedial action is not required in the u.s. As the u.s. Version of the IFU already has similar cautionary statements. It should be noted that, currently, we do not have similar complaints initiated in the u.s.

Event description:
Country of complaint: (B)(6). Cage damaged during insertion. After doctor had tried to knock in t-space cage, they both broke. We have no information, that the surgery could not be finished nor negative outcome for patient. We still assume that the surgery delay was more than 15 minutes.